Event description:
It was reported that during use on a patient, the ICU nurse noticed a low vacuum alarm that was occurring intermittently on the cs300 intra-aortic balloon pump (iabp). It was recommended she switch the patient to another pump and send that one to biomed. There was no harm to patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate unit. Biomed in-house says no service is needed. They could not duplicate the problem in-house. H3 other text : evaluation not requested by complaintant.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.